Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint that the introducer was deformed and was difficult to insert was inconclusive due to the sample condition. One photograph was the only item provided for investigation. The photo showed a vessel dilator from a microintroducer in a plastic bag. The distal end of the vessel dilator was curved. One orange peel tab from one half of the introducer sheath was also visible. The distal end of the sheath was not visible in the photo. The product label with lot number reds3413 was visible in the photo. Since the damage was not evident in the photo, the reported event could not be confirmed. The implicated damage may occur during use when the sheath comes in contact with the surrounding tissue of the insertion site. The sheath and dilator should be advanced together as a unit over the guidewire, using a slight rotational motion. A lot history review (lhr) of reds3413 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported during training to place PICC lines, the introducer was not inserting easily for the trainee. It was stated there was a small burr in the gray end of the introducer (not the white tip), but the introducer did successfully insert with normal pressure for the trainer. However, after insertion the PICC would not advance past 8 cm.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reds3413 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported during training to place PICC lines, the introducer was not inserting easily for the trainee. It was stated there was a small burr in the gray end of the introducer (not the white tip), but the introducer did successfully insert with normal pressure for the trainer. However, after insertion the PICC would not advance past 8 cm.